Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic supracervical hysterectomy, cystoscopy due to sui and abnormal uterine bleeding. It was reported that following insertion the patient experienced utis, dyspareunia, urinary incontinence, feeling of rubber band effect when doing any activity, inability to sleep on left side, feelings that something is protruding through the vagina and pelvic pain. It was reported that on (B)(6) 2006, the patient underwent vaginal removal of the cervix, cystoscopy and revision of umbilical scar.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.